Manufacturer narrative:
Unit was received with normal operating currents and no unexpected low battery alarm or power loss alarm noted during testing. Pump trace download analysis confirmed the pump alarmed replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed replace battery alert and replace battery now alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit was received with stained/faded serial number label, scratched case and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer low battery alert less than 1 week on insulin pump. Customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.